Manufacturer narrative:
An authorization to return the base assembly has been issued. The base has not been returned at this time, therefore, the alleged failure of the left rear caster stem shearing off was not able to be verified. Replacement parts have been shipped. The portable patient lift and sling owner's manual states, "casters and axle bolts require inspections every six months to check for tightness and wear" and "there is no adjustment or maintenance to the casters, other than cleaning, lubrication and checking axle and swivel bolts for tightness. Remove all debris, etc. From the wheel and swivel bearings. If any parts are worn, replace these parts immediately." Should additional information become available, a supplemental record will be filed.

Event description:
Per the end user, left rear wheel of the lift broke at the stem and completely sheared off, when her husband and son were trying to lift her.

Manufacturer narrative:
The base of the lift was returned. The alleged complaint of left rear caster bolt being sheared off was confirmed during inspection, however the cause of the bolt breaking could not be determined. Should additional information become available, a supplemental record will be filed.